Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic with no capture on the left ventricular lead. A chest x-ray was competed to reveal the lead was dislodged and in a different chamber. The lead was capped and replaced on (B)(6) 2020. The patient was stable.